Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# unknown product type mobile platform product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they saw a message on the screen and the handset was unresponsive, so they were unable to bolus. The patient also inquired about longer charging cords, so the agent reviewed compatible charging cords. During the call, the patient was unable to power the handset on. The agent then connected the patient with hcit (healthcare information technology) for handset troubleshooting. The patient was transferred back from hcit after the hcit agent was able to get the handset powered on, but the patient needed assistance navigating the myptm app. The patient stated that they were in therapy details and wanted to get out of that because they couldn't. The agent assisted the patient, and the patient read a 2-hour lockout. During the call, the patient stated that for a week they had diarrhea so bad that they were going to their general practitioner later today and inquired if that could be related to the morphine in their pump or not. The patient stated that they have ¿quantities¿ of morphine in the pump, but did not provide any numerical information. The patient was redirected to their healthcare provider to further address the issue. The patient called back later the same day stating their handset wouldn't power on but then stated the handset was powering on as soon as the agent answered the phone. The agent heard the handset power on in background of call. The patient stated that the screen said 100% before it powered on. During the call, the patient requested/received a bolus without issue. The patient was going to monitor and call back if needed. Additional information received from the patient calling back for assistance requesting a bolus. Patient handset settings and requested assistance navigating out of that and into myptm app. Agent reviewed and patient able to request/receive bolus well without issue. Additional information received from the patient reported that couldn't get the application to do anything. Patient stated at first they had 100% on the handset patient stated every time they try to get the bolus it keeps saying it can't find the communicator. They restarted the handset/communicator and verified that bluetooth was on and were able to connect to the pump to bolus. They later called in on (B)(6) 2025 stating that they had been trying to bolus all night. They saw the lockout screen showing 18 min but they bolused about 20 min ago and had a 6 hour lockout. They had called before about issues connecting to the pump. When they connected to the pump the handset was showing the lockout screen and counting down. Per ptm bolus duration: 20 min lockout 6 hours dri 1/6 hours bolus per day 4. They were able to connect 2x to the pump, but the patient stated when they try connecting to the pump the handset lags at 90%. Agent reviewed data and walked them through deleting data. They later called back stating they were now locked out for 1 hour 47 minutes. They stated it didn't tell them the amount left for the boluses or say the time like it used to. It would say communicator not found. Agent reviewed to start documenting when each bolus was given and to bring to next appointment to review.